Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was due to a short on the 5.4v, damaging u1004 and u1005 component on the computer/analog board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.